Event description:
It was reported that at a pump refill the drug concentration was changed; a bridge bolus was not programmed. The pump was programmed with the old concentration of 10 mg/ml at 3.415 mg/day; the new drug concentration was 20 mg/ml. The pump was programmed approximately 50 hrs prior to the report so the pt received 6.83 mg/day dosing for that time period. The final pt outcome was not reported.